Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced. System error 322 was verified through review of the event history log. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed and no issues were noted. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.